Event description:
Ethicon endo-surgery harmonic focus shears alarmed and prompted the staff to clean the blades and tighten the cord. Following these actions, the device again alarmed as it was being tested. The problematic device was replaced with a "like" device, which then functioned for the remainder of the case without issue.